Manufacturer narrative:
(B)(4).

Event description:
It was not possible to interrogate the device while it was still in the original packing prior to implant. The ICD was running in backup-vvi-mode.

Manufacturer narrative:
The reported event of backup operation on the unused out of the box device was confirmed in the lab. The device entered bvvi mode on (B)(6) 2016 due to single parity error that occurred. The device¿s internal random access memory (iram) was tested on the bench and was normal. The cause of the parity error remains undetermined. The reported event of no communication was not confirmed. The device was able to communicate and was in bvvi mode.